Event description:
It was reported that while using the es6 sagittal saw during a procedure the surgeon received a shock from the handpiece. The procedure was completed successfully without any procedure delay. There have been no reports of medical intervention being required as a result of this event. No further information has been provided.

Manufacturer narrative:
The complaint of shocking was not confirmed. During evaluation the pcb potted trigger was replaced due to a programming failure. Based on information from the sme, it is likely that a failure of either the cable or console caused or contributed to the reported event rather than a failure of the handpiece.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that while using the es6 sagittal saw during a procedure the surgeon received a shock from the handpiece. The procedure was completed successfully without any procedure delay. There have been no reports of medical intervention being required as a result of this event. No further information has been provided.